Event description:
A customer reported an alarm 2 related to an occlusion event that occurred earlier in the day. The event caused the customer's blood glucose level to rise between the 390s and 400s mg/dl, and it exceeded 500 mg/dl. To manage the high blood glucose level, the customer took corrective action by administering a correction injection via multiple daily injections (mdi). No assistance from a third party was required. The issue was resolved by changing the infusion set and cartridge, as well as resuming insulin.